Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump delivered properly during testing. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 229 mg/dl. Nothing further was reported.